Manufacturer narrative:
The manufacturer trained service technician replaced the pump pod to address the issue. Per evaluation of the technician, the unit operated to the manufacturer's specifications. The replaced parts were disposed of on site so no additional evaluation could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2019-00409.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump module was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.